Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the left anterior descending artery, a 3.5x28 rx xience v stent was deployed. After stent deployment, a dissection was noted; therefore, a 3.5x12 xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.